Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support with concerns about a cartridge leaking, although no visible insulin drops were observed. Through discussion, it was determined that the cartridge was being inserted into the pump with the connector already attached, which resulted in the leaking. The patient was educated on the correct steps for proper cartridge insertion, demonstrated understanding, and was able to correct the issue. Blood glucose levels were not affected. The cartridge and connector lot numbers were documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.